Event description:
Meter name: basic enhance. Strip name: one touch. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: blurred vision. A pt reported they are not able to get a reading. Their meter allegedly would only prompt message "not ok". The result on their meter was unable to take a test. There was no treatment. No further info has been reported.